Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device will not be returned to zoll due to the age of the device.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.